Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a hybrid anomaly which contributed to the interrogation anomaly.

Event description:
It was reported that the pulse generator could not be interrogated. The patient had undergone rf ablation one month post implant followed by a lead repositioning procedure. The device was explanted and replaced.